Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified red particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported biofilm formation and capsular contracture, baker grade unknown. Device intact on explantation. Left side. Device explanted and replaced.

Manufacturer narrative:
Fi results:given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Physician reported biofilm formation and capsular contracture, baker grade unknown. Device intact on explantation. Left side. Device explanted and replaced.

Event description:
Healthcare professional additionally reported biofilm formation and capsular contracture baker grade unknown.the device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Clarifications to a.2: date of birth: (B)(6), 1983. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and infection(late onset) are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.